Manufacturer narrative:
Correction to the supplemental MDR in b1. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs device was replaced due to difficulties charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing very well, the new therapy covers all pain areas.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs device was replaced due to difficulties charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing very well, the new therapy covers all pain areas.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.